Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, the extension tubing sets were connected to pts' IV access sites and were being used for intermittent deliveries of unspecified medications. The customer contact reported that after the extension tubing sets were taped in a j-loop position for stabilization, the tubing kinked at unspecified locations and impeded the flow of solutions. There were no reports of adverse pt effects and no reported delays in therapies critical for these pts. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
One opened sample was evaluated. The device passed testing. Kinks in the tubing were noted during the testing procedures and solution flowed the device. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.